Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the pump's battery life was short and did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: during investigation, the pump history was reviewed and showed evidence of short battery life on 10/27/2013, illustrated with a drastic voltage drop. The pump powered on and displayed the ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and was exercised successfully with no battery alarms occurring during investigation. During testing, the current draws were found to be out of specification. The pump¿s cover was removed and the transceiver module was unplugged from the printed circuit board; all currents returned to normal specifications. Evaluation revealed a cold solder connection on the transceiver board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).